Event description:
Information was received indicating that during use of this smiths medical cadd solis vip pumps, the pump exhibited "air in line alarm, but there was no visible air in line." No patient injury reported.